Event description:
Approximately eight months post index procedure, the patient experienced silent myocardial ischemia. A follow up cag was conducted and restenosis was observed at in-segment area from the proximal end of the proximally implanted cypher at the proximal lad. There was 70% stenosis. The cypher des implanted at the distal rca was patent. Treatment of the proximal lad was conducted three weeks later. To treat the restenosis pci was conducted. Pre-dilation was conducted with a 2.0x15mm balloon at 12 atms for 30 seconds followed by deployment of a 3.0x18mm cypher des at 16atms for 30 seconds overlapping the proximal end of the proximally implanted cypher des in the proximal lad. Post dilation was not conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was iii. The patient was discharged in stable condition.